Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 4 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ pyxis medstation patient profile and medication orders is not crossing over. ¿ case: (B)(4) ¿ orders and patient info are not crossing. ¿ case: (B)(4) ¿ some (recent) patients are not crossing. ¿ case: (B)(4) ¿ patients and orders are not crossing from meditech. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile and medication orders were not crossing over. A technical support specialist obtained permission to dial in to the application server, proceeded to dial in via bombgar application, checked and launched ssms application, ran server downtime query, checked and confirmed 22 messages on queue, launched services.msc application, restarted net.msmq listener adapter, restarted net.pipe listener adapter, restarted net.tcp listener adapter, restarted net.tcp port sharing service, restarted carefusion external messaging services, restarted datasync services, checked and confirmed data is uploading, and messages are crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system patient profile and medication orders is not crossing over. There were no adverse events or injuries reported based on this incident.